Event description:
It was reported by the customer's roommate that the customer has passed away. The cause of death was heart attack. The customer passed away at home. The caller stated that the customer had ongoing health issues since 2006. The customer had several strokes before passing. The customer's blood glucose at the time of death was unknown. It was unknown if the customer was wearing the insulin pump at the time death. The caller stated that a family member needs to be contacted for details pertaining to the details of the customer's death. The insulin pump information could not be verified because the caller did not have the device. We were unable to reach the family member. A message stated "the person you are trying to reach is not accepting calls at this time. Please try later." No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.